Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-16826. It was reported lead diagnostics indicated high impedances on all contacts in one of the patient's leads. As a result, surgical intervention occurred, wherein the impeded lead was explanted and replaced to address the issue. During the procedure the patient's second lead was also replaced since physician accidentally pulled the lead out. The investigation did not determine which lead had high impedances. Therefore both leads are being reported.